Event description:
It was reported that during a ptca/stenting treatment procedure involving a 90% stenotic lesion in the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 10 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) The maverick2 monorail balloon was being used for predilatation of the lesion prior to placement with a medtronic stormer balloon cathheter to successfully complete the procedure. A terumo introducer sheath (size unknown), a gets brother's neo's guidewire (size unknown) and a mach1 guide catheter (size unknown) were also used in this case, but which inflation device was used are unknown. Patient status is reported as "good".